Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented through merlin.net with multiple stored ams episodes. The data conveyed undersensing of atrial flutter and possible loss of pacing output in the atrium. Testing and programming changes were discussed.